Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had indicated that their diagnostic implantable cardiac monitor had migrated from its original implant location. Physician stated that the device appears to be in the same (implant) location. The patient requested removal of the device. The device was removed and not replaced. No patient complications have been reported as a result of this event.